Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient had a vaginal delivery in (B)(6) 2016 and the suture was used to repair a vaginal tear. Following the procedure, the patient returned with a wound dehiscence and the suture was "falling apart". It was also reported that three months later, the patient developed a fistula and vaginal fistula repair was performed on (B)(6) 2017. No further information is available.

Manufacturer narrative:
The patient returned to the hospital and the surgeon observed the suture was broken down. A new suture was made. Surgeon reported the suture is expected to remain for 4 weeks, and this patient seems to keep sutures for 1 week only. The surgeon opined this can be related to a specific patient factor. Additional information was requested and the following was obtained: episiotomy procedure was (B)(6) 2016 with vaginal tear - can you confirm? That is information received. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No way of telling. How many layers were closed for the vaginal tear? No information available. How was the 2-0 vicryl suture placed (interrupted or continuous)? No information available. What date did the patient present with fistula (# post op days)? No information available. Can you explain ¿suture breaking down and falling apart after 1 week¿? No what is physician¿s opinion as to the etiology of or contributing factors to this event? He does not know. He's never seen vicryl behave like this. What is the current condition of the patient? Unknown. Assumed ok.